Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported in the month of (B)(6) 2020, the "filament broke from the sensor and got embedded in the arm" when the adc freestyle libre sensor was removed after 11 days of wear and experienced sporadic pain in the arm. Customer further reported having contact with a healthcare provider who performed a surgery on (B)(6) 2021 to remove the filament, however was unsuccessful as the sensor filament had not been located in his arm. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number/lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A clinical review has been conducted and this review has found no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and fs libre sensor, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section e4 (initial report sent to FDA) was incorrectly documented in the initial MDR 30 day report. Section e4 has been updated.

Event description:
Customer reported in the month of (B)(6) 2020, the "filament broke from the sensor and got embedded in the arm" when the adc freestyle libre sensor was removed after 11 days of wear and experienced sporadic pain in the arm. Customer further reported having contact with a healthcare provider who performed a surgery on (B)(6) 2021 to remove the filament, however was unsuccessful as the sensor filament had not been located in his arm. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.